Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient connected to the device following the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had improperly disconnected and reconnected to the patient line of the cassette during peritoneal dialysis therapy. The technical service representative assisted the patient with clearing the alarm. Proper procedures were reviewed with the patient. The patient was to notify their nurse of any missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.